Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer was provided with four drain bags and a large number of freedom male external catheters, but had no instructions. It was stated that male external catheter was too sticky and the customer had problems getting it off. It took an hour to get it off and it caused a lot of pain it was also stated that the urine did not appear to be draining into the bag. Representative discussed positioning of bag below the bladder level and how gravity is essential. Also discussed exercising the sides of the bag apart before connecting to male external catheter. Advised against blowing into the bag. The customer noted that they could try changing out the bag to see if that assist. They also noted becton dickinson's suggestion for male external catheter customers is to wrap a warm wet compress around penis to allow adhesive to soften, sit in a warm bath for a few minutes or obtain adhesive remover. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect operation of units packaging in box and insert sheet". It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer was provided with four drain bags and a large number of freedom male external catheters, but had no instructions. It was stated that male external catheter was too sticky and the customer had problems getting it off. It took an hour to get it off and it caused a lot of pain it was also stated that the urine did not appear to be draining into the bag. Representative discussed positioning of bag below the bladder level and how gravity is essential. Also discussed exercising the sides of the bag apart before connecting to male external catheter. Advised against blowing into the bag. The customer noted that they could try changing out the bag to see if that assist. They also noted becton dickinson's suggestion for male external catheter customers is to wrap a warm wet compress around penis to allow adhesive to soften, sit in a warm bath for a few minutes or obtain adhesive remover. No medical intervention was reported.